Manufacturer narrative:
Testing of retain vials to confirm reactivity of the e antigen was performed. All results were satisfactory. The pt's sample was forwarded by the custoner to nj blood center for further evaluation. Testing of the pre-transfusion sample using the tube liss and tube peg methods demonstrated microscopic +/- agglutination. The post-transfusion sample only demonstrated 1+ reactivity with tube liss and tube peg methods.